Event description:
The customer reported being hospitalized due to low blood glucose under 50mg/dl. The customer stated that his doctor changed the settings in his insulin pump and has not experienced low blood glucose since. The caller attempted to deliver a bolus through bolus wizard, but the insulin pump displayed darken circles and it did not allowing him to rewind. The customer also did not get a response from the device. Advised the caller to let the device rest for ten minutes and then set up the time as well resetting the infusion set. Reviewed the alarm history and found an alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.